Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02206, 0001822565-2021-02207, 0001822565-2021-02209, 0001822565-2021-02210, 0001822565-2021-02211, 0001822565-2021-02212, 0001822565-2021-02213, 0001822565-2021-02214.

Event description:
It was reported the persona shims are missing ball bearings. This issue was noticed during cleaning and when putting trays together. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6 the returned item exhibits signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.